Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ safety IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 1 actual sample was returned for investigation. The returned sample was tested for safety activation and checked for retraction failure after the activation. Retraction failure was observed. The adapter failed to separate from the tip shield after the safety activation. It was found that the orientation of the catheter adapter is wrong. DHR was reviewed and no quality notifications were raised for similar nonconformance during the production of this batch. Investigation conclusion: the root cause of the non-conformance is due to improper assembly. It was observed that catheter adapter was assembled into the tip shield in the wrong orientation. Therefore the adapter failed to separate from the tip shield after the safety activation.

Event description:
It was reported that bd cathena¿ safety IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.